Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: visual evaluation of the returned celebrity cytology brush revealed that the catheter was kinked and torn near to the handle. Further evaluation noted that the pull wire was found kinked and broken with evidence of bending. Functional analysis showed that the brush failed to extend due to the condition of the returned device. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a celebrity cytology brush was used in the lungs during a bronchoscopy procedure. According to the complainant, during the procedure, the catheter was kinked and the brush failed to extend and retract. The procedure was completed with another celebrity cytology brush. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; wire broke.